Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer discovered an issue with the rinse mechanism. The rinse mechanism tubing was restricted and the cuvettes were not properly rinsed. He replaced all the rinse mechanism tubing and adjusted the rinse level. Customer performed qc and had passing results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient from a cobas 6000 c (501) module. The initial result was reported outside the laboratory. The customer performed repeat testing on a different analyzer and confirmed the repeat result was correct. The patient¿s initial creatinine result was 8.01 mg/dl, and the repeat result was 1.87 mg/dl. Creatinine reagent lot number was 441225 with an expiration date requested but not provided.